Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing possible loosening of the tibial component.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information, which was incorrect or was not available at the time of initial follow up. Medical product ¿ zimmer persona stemmed 5 degree tibia, size f, right catalog# 42532007502 lot# 62892296, zimmer persona ps femoral, standard, size 9, right catalog# 42500606602 lot# 62814831, zimmer persona ps articular surface, 11mm, right catalog# 42522400711 lot# 62775470, zimmer persona stubby stem extension, 14 mm diameter +30 mm length catalog# 42557000114 lot# 62756782). Reported event was unable to be confirmed due to limited information received from the customer. The patient scheduled for revision surgery but the patient cancelled the surgery, hence no revision surgery performed. No devices or photos were received; therefore visual and dimensional evaluations could not be performed. Review of the compatibility matrix identified that all the components are compatible (femoral with articular surface and patella; tibia with articular surface). Primary operative notes were provided and it is identified that the articular surface was implanted per the surgical technique. There is also no available information regarding the patient¿s adherence to rehabilitation protocol or any other patient factors that may have influenced the performance of the device. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Per the persona knee system packaging insert loosening is a known adverse affect of this procedure. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2016-02596-1, 0002648920-2016-00956-1, 0001822565-2017-02324.

Event description:
It is reported that the patient is experiencing possible loosening of the tibial component. Patient scheduled for the surgery but he cancel that, hence no surgery performed.